Manufacturer narrative:
The manufacturer became aware on 29-dec-2025 of a reported hypoglycemic event that occurred on (B)(6) 2025. Available information indicates the user experienced low blood glucose at home and received treatment with oral glucose administered by ems, with no subsequent hospital transport. Follow-up contact confirmed the user remained at home after ems treatment, and no additional clinical details were reported.

Event description:
On 29-dec-2025, the user reported that, on (B)(6) 2025, they experienced hypoglycemia with a blood glucose of 53 mg/dl. Prior to ems involvement, the user reported performing routine activities at home earlier in the day and did not report taking corrective action before becoming symptomatic. The user was treated by ems with oral glucose, was not transported to the hospital, and remained at home after blood glucose improved.